Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and pump shut off unexpectedly. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable. Customer¿s blood glucose value was 128 mg/dl.